Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. ¿ visual inspection found that the device was returned in original package. The tip showed signs of activation. The tip and suction tube had foreign matter, presumably biological matter. The handle, shaft and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, the default values were displayed correctly, no alert messages were displayed. The ablation function was activated using the footpedal and handcontrols several times in its maximum power (maximum ablate power 380) for one minute each test, and it worked as intended. The coagulation function was activated using the footpedal and handcontrols several times in its maximum power (maximum coagulate power 160) for one minute each test, and it worked as intended. The overall complaint was not confirmed as the observed condition of vapr tripolar 90 suction elect would have not contributed to the complained issue. Based on the investigation findings, the potential cause cannot be established since no defect was found. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the vapr tripolar 90 suction elect device activated the electrode and it has not switched off on its own. The electrode was permanently active. The electrode could only be deactivated by disconnecting the electrode plug on the generator. After reconnecting, the electrode was disabled, but once it was turned on again, the electrode remained in continuous operation. Another like device was used to complete the procedure successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.